Event description:
It was reported that pump battery depleted too quickly, which led to pump shutdown and caused blood glucose level to rise to 520 mg/dl. Customer managed high blood glucose with a correction injection using multiple daily injections, and there was no report of needing outside medical assistance. The customer continued to use the pump for insulin therapy and also confirmed an alternate method of insulin therapy was available.